Event description:
It was reported, the insulin pump was having a battery issue and it alarmed button error. Customer's spouse wanted to bolus and the device alarmed. Customer does not recall blood glucose. Customer's spouse stated, the customer was attacked by a cow, and she hit him on the right side. Customer's spouse was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No unexpected battery alarms could be tested due to the unresponsive buttons. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a scratched reservoir tube window, and a cracked reservoir tube lip.